Event description:
It was reported that during post-dilatation of a non-abbott stent with a fox plus balloon, during inflation, the balloon ruptured at 8 atmospheres. Blood was noted to be present in the catheter and an attempt was made to retrieve the device; however, the distal 2 cm of the balloon remained in the pt anatomy. A portion of the device was able to be retrieved using a non-abbott device; however, the echo analysis showed that a portion was still in the pt anatomy. The pt was taken to surgery where the remaining piece of the balloon was removed. The pt is reported to be fine. No additional event of pt info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.